Event description:
The facility reported turns itself off. This problem occurred at an unk time. There was no pt injury or medical intervention necessary. No add'l info is avail.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes avail.